Manufacturer narrative:
The reported complaint of no segm for the most recent af episode on 10/2/2024 was confirmed. The reason is 8 patient triggered segms have filled the segm memory and all 8 are protected per requirements and design. The firmware is behaving per design. It is recommended that the physician clear the segms.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the patient's implantable cardiac monitor (icm) had not stored the most recent atrial fibrillation (af) episode. No intervention was performed and the patient was in stable condition.